Event description:
A 62-yr-old pt underwent bilateral breast reconstruction surgery with silicone gel implants in 1985. She has since developed pain and asymmetry. Gross exam: right implant is ruptured and exudes tenacious, gelantinous material. Left implant is intact.